Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a failed battery test, priming anomaly and off no power anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer was advised that (B)(6) aaa batteries are the most effective for the pump's use. The customer was advised that if the alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer stated that she was able to rewind the pump. The customer also found off no power alarm. The customer declined to troubleshoot. The customer will not return the pump for analysis.